Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the housing was broken/torn off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective handling of the device. This was further defined as user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the housing was broken on the electric pen drive device. It was noted in the service order that the device failed symmetry check with hand switch, direction of rotation check, function with hand switch and function with foot pedal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.